Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was returned after a routine transplant. The evaluation of (B)(4) confirmed an extrinsic outflow graft obstruction. A specific cause for the observed outflow graft obstruction could not be conclusively determined through this evaluation. (B)(4) was returned assembled with the pump cable cut approximately 2.5¿ from the pump housing. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff without the felt portion was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant. Upon removal of the bend relief, a deformation was observed along the length of the outflow graft. An accumulation of tissue was observed filling in the proximal half of the deformation. Within the lumen of the bend relief, a similarly shaped tissue accumulation was observed that appeared to have filled in the distal half of the outflow graft deformation and been displaced during disassembly. The irregular shape of the tissue accumulation filling in the deformation indicated the graft had been deformed for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. Investigation of the returned pump revealed that there was an outflow graft obstruction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.